Event description:
The technician reported that the brake steer weldments at the head end of the bed were out of adjustment causing the brake casters to not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician stated that the brake steer weldments were out of adjustment from normal wear and tear. The technician replaced the brake steer torque tube to resolve the issue. Based on this information, no further action is required.